Manufacturer narrative:
The ufr was the only source of information since the hospital did not involve the local dräger s&s organization into any follow-up measures and because the contact person named in the report did not provide further information upon repeated requests. Dräger concludes the following from the available information: when automatic ventilation is being shut-down for whatever reason, the device alerts the user by means of a corresponding alarm. Ventilation (including gas dosage) may be continued with the built-in breathing bag; the user needs to set the apl valve to man/spont and to adjust an airway pressure limit appropriate for the individual patient; vaporizer settings must be checked as well. The apl valve function needs to be tested during the pre-use check with a specific manual test step described in the IFU. The apl valve is by-passed in automatic ventilation modes. Hence, there is no technically-related single fault condition imaginable which will lead to failure to ventilate in both automatic as well as manual modes when the pre-use check was done completely and passed - the device design would allow manual ventilation even in switch-off state. Further conclusions can't be made from the limited information. The device was in operation for almost fourteen years, status of repairs and preventive maintenance is not known to dräger. It is recommended to the hospital to have the device checked by trained service personnel.

Event description:
It was reported that automatic ventilation suddenly failed during use despite the device had passed the pre-use check w/o deviations. As per report, manual ventilation with the built-in breathing bag was also not possible which led to temporary desaturation whereupon the users bridged patient support with an ambu bag and introduced another anesthesia machine. It was mentioned that no health consequences for the patient have occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.